Event description:
It was reported that the patient's blood glucose level increased to 290 mg/dL while wearing the Pod between 24 and 36 hours. The customer stated that during the night, they received a high glucose alert but did not notice it until waking up. The patient's glucose levels remained elevated in the 250¿290 mg/dL range, and a fingerstick blood glucose reading was 276 mg/dL. Upon removal of the Pod from the infusion site (hip/buttocks), the cannula was found to be bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_IOSOmnipod Software App Version: 2.2.1Operating System: 26.5Hardware: iPhone14.4CGM Sensor Type: G7Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.